Event description:
Procedure: gastrectomy. According to the reporter: the distal part of stapling was not secure. It was partially stapled which resulted in bleeding and loss of stomach tissue. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).